Event description:
It was reported that high out of range hv lead impedance measurements were observed. The pacemaker dependent patient was scheduled for lead revision. However, physician was unable to implant a new lead due to lack of accessible vein. Physician decided not to replace the lead and keep it active with the electively replaced new device. The patient has not experienced any adverse effects.